Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) was scratched and haptic was bent and/or broken upon opening the package. Per account, lens was not seated in plastic case correctly and was crimped when opening package. There was no patient contact. Iol was not used. There was no patient involvement and/or injury reported.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 04/27/2018. Device evaluation: the complaint unit was received in a plastic bag with the wheel case insert. Visual inspection was performed: loose particles were observed on the lens surface that could be related to handling of the product in non-sterile environment. Depression mark was observed on the lens surface. The haptic was slightly distorted. The reported issues of cosmetic and haptic damaged were verified. The condition in which the sample was received is consistent with a unit that has been previously handled. Based on the analysis there is no indication of a product quality deficiency. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no additional complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.